Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. After further investigation, it was determined that the patient received 7 appropriate treatments. 3 of them converted the arrhythmias to a slower rhythm, 3 of them resulted in post shock asystole, and 1 failed to convert the arrhythmia to a slower rhythm. The patient also received 1 inappropriate treatment.   The device was started up at 15:37:20 on (B)(6) 2022. At 05:47:59 on (B)(6) 2022, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 05:48:36, the patient received the first appropriate treatment. The rhythm at the time of shock was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm with pvcs, unconducted p waves and CPR/motion artifact. At 05:50:49, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 05:51:18, the patient received the second appropriate treatment. The rhythm at the time of shock was vf with CPR/motion artifact. Post shock rhythm was idioventricular rhythm @ 20 bpm with CPR/motion artifact. At 05:53:01, the patient received the third appropriate treatment. The rhythm at the time of shock was vf with CPR/motion artifact. Post shock rhythm was vt @ 140 bpm . At 05:53:45, the patient received the fourth appropriate treatment. The rhythm at the time of shock was vt @ 140 bpm. Post shock rhythm was vf with CPR/motion artifact. At 05:54:17, the patient received the fifth appropriate treatment. The rhythm at the time of shock was vt @ 130 bpm with CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 05:55:13, the patient received an inappropriate treatment. The rhythm at the time of shock was CPR/motion artifact. Post shock rhythm was CPR/motion artifact. At 05:56:19, the patient received the sixth appropriate treatment. The rhythm at the time of shock was vt @ 150 bpm. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 05:56:41, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vt @ 100 bpm with motion artifact. The post shock rhythm was asystole with intermittent cardiac activity, post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 05:57:01 on (B)(6) 2022. The patient passed away on (B)(6) 2022.